Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted three loose cables on the back of the display. The cables were reseated and the set screws were tightened. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit had a system malfunction during boot-up. There was no report of patient involvement.